Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Multiple attempts were made to obtain additional information and were unsuccessful to date. If additional information is received, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information from the patient's daughter that 2 years post implant of this mitral annuloplasty ring, the patient died. The cause of death is unknown. No other adverse patient effects were reported.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.